Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no. Patient or user harm: no. Customer reports error code 120.4610 on their 8015. Customer stated the 8015 had an alaris battery in it because they just replaced it. The removed battery was a third party battery. Informed customer the third party battery most likely damaged the power supply board and the switching power supply. Recommended the customer reinstall the non alaris battery and send in for repair. Customer will send in for repair. Lastly I strongly recommended the customer not use third party parts due to the expected damaged they "could" cause. Ended call. Ref: (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error code 120.4610. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8015ls v9.12.40 pcu dom a/b/g. Contact: (B)(6). Patient or user involvement: no patient or user harm: no case description: customer reports error code 120.4610 on their 8015. Case resolution: customer stated the 8015 had an alaris battery in it because they just replaced it. The removed battery was a third party battery. Informed customer the third party battery most likely damaged the power supply board and the switching power supply. Recommended the customer reinstall the non alaris battery and send in for repair. Customer will send in for repair. Lastly I strongly recommended the customer not use third party parts due to the expected damaged they "could" cause. Ended call. (B)(4).